Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results gluc3 glucose hk gen.3 for three patients and a questionable chol2 cholesterol gen.2 for one other patient from the cobas integra 400 plus analyzer. Patient 1 initial glucose result was 516.69 mg/dl and the repeat result was 286.10 mg/dl. The repeat result was considered correct and reported outside of the laboratory. On (B)(6) 2018, patient 2 initial cholesterol result was 337.2 mg/dl and the repeat result was 178.4 mg/dl. The repeat result was considered correct and reported outside of the laboratory. This patient was a (B)(6) male. On (B)(6) 2018, patient 3 initial glucose result was 119.35 mg/dl and the repeat result was 98.19 mg/dl. The repeat result was considered correct and reported outside of the laboratory. This patient was a (B)(6) female. On (B)(6) 2018, patient 4 initial glucose result was 129.0 mg/dl and the repeat result was 103.0 mg/dl. The erroneous result was reported outside of the laboratory. This patient was a (B)(6) female. There was no allegation of an adverse event. The cholesterol reagent lot number was 34078601 and the glucose reagent lot number was 33012601. The expiration dates were requested but were not provided.

Manufacturer narrative:
Based on the provided data, a general reagent problem could be ruled out because calibration and quality control were acceptable. The investigation did not identify a product problem.  The cause of the event could not be determined.